Event description:
It was it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to implant. The rv lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.